Event description:
It was reported that during a thoracic procedure, there is no information with regards to how the device malfunctioned. There was no adverse consequence to the patient.

Manufacturer narrative:
Channel retainer detached. Eval summary: the analysis results found that the device was received with the clamping mechanism damaged and a reload fully loaded with staples in the device. No functional test was performed. The device was disassembled to verify the condition of the internal components and the channel retainer was found damaged dislodge from the channel. While no conclusion could be reached as to how damage to the device occurred, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies and no anomalies were found during the manufacturing process.